Event description:
Device 1 of 2. Ref MFR report # 1627487-2013-11220. It was reported the pt experienced extreme heating while recharging the ipg. The pt also experienced heating at the ipg site while not recharging, but to a lesser degree. As a result, the pt's scs system was explanted. On (B)(6) 2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
(B)(4): 1627487-07262012-002-r and 1627487-07262012-001-c. This ipg serial number is included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.